Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a -data not read message- upon interrogation. The device was near elective replacement indicator.